Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had picture of pump with a red x going through the screen pointing to an open book image with a question mark in it. Customer¿s blood glucose was 74 mg/dl. Customer stated that there was no alert before the critical pump error started and they received the open book image on the pump screen. Customer mentioned that insulin pump was in hot tub when alarm was started. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.